Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01247. Follow-up identified effective stimulation was restored following the surgical intervention. Additionally, the system is no longer exhibiting impedance issues.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01247. Follow-up identified the patient underwent surgical intervention to explant and replace both the leads. The patient was 'doing well' post surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2016-01247 it was reported the patient experienced auto-reduction. Diagnostic testing indicated multiple high lead impedance values. Per the sjm representative, the patient has a tendency to fall often. The patient stated having to undergo an MRI for unrelated health issues. Surgical intervention will take place as the next course of action.